Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The xxx was analyzed and found to the issue was confirmed using system logs review revealed error u-02 on (B)(6) 2026 at 01:23:28 pm. A visual inspection did not identify any conditions related to the reported event, and subsequent functional testing confirmed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Additionally, a review of the internal erbe error log showed the presence of c-00. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that they encountered a repeated c-00 error when powering on the erbe. The issue persisted despite multiple power cycles. The procedure was converted to traditional laparoscopic surgery.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit was analyzed and found system logs revealed error u-02. A visual inspection did not identify any conditions related to the reported event, and subsequent functional testing confirmed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Additionally, a review of the internal erbe error log showed the presence of c-00. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the error u-02 attributed to either loose cable connection on the syscheckmaster faulty cable on the syscheckmaster.

Event description:
Refer to h11 for follow-up information.